Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, product type: lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for bowel dysfunctions. Caller said the patient had an x-ray and everything was in place. Caller said the x-ray showed the lead had moved. Caller said the hcp said the lead moved because the patient grew. Caller said the hcp said even though the lead moved the lead is still in the correct spot and the device is still effective. No further complications were reported.